Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00917, 3005168196-2016-00918. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6 coils and a ruby coil detachment handle (handle). During the procedure, after deploying a pod6 coil (lot #f62604) into the splenic artery, the physician was unable to detach the coil using the handle. The physician then opened a second handle but was still unable to detach the coil. Eventually, the pod6 coil detached when the physician pulled back on the coil; however, part of the coil came back into the lantern delivery microcatheter (lantern) so the physician used a syringe to flush the entire coil into the target vessel. While the physician was attempting to advance another pod6 coil (lot #f67968) through the lantern, the pod6 would not advance out of its introducer sheath. Therefore, the pod6 coil was removed and the procedure was completed using new pod coils, pod packing coils, the same lantern and the second handle. There was no report of an adverse effect to the patient.